Event description:
It was reported that during a battery replacement the surgeon noticed that right above the lead pin the insulation was split open. No impedance issues were observed. It was reported that the surgeon noticed the abnormality very quickly. It was noted the abnormality was only observed on the outer insulation. Per the surgeon, the etiology of the abraded insulation is unknown. No known lead revision has occurred to date. No additional relevant information has been received.